Event description:
Same case as MDR ID# 2134265-2014-05391. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified and mildly tortuous anterior tibial artery. After a non-bsc guide wire was crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation and was initially inflated at 8 atmospheres. However, on the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient. Subsequently, angiography revealed stenosis in the target lesion was resolved by the first inflation but the flow was not as good as expected at the distal end of the lesion. The physician then performed additional dilatation with a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter and was initially inflated at 8 atmospheres. However, on second inflation at 6 atmospheres, the balloon ruptured. No segment of the device was detached and the device was removed as a whole system. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(6).